Event description:
It was reported that this pacemaker triggered an alert and this device was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered an alert and this device was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered an alert and this device was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific returns received and scanned the package, however the package never made it to the lab for analysis. The product cannot be located.

Manufacturer narrative:
Boston scientific returns received and scanned the package, however the package never made it to the lab for analysis. The product cannot be located, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.